Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that unspecified alarms occurred while the customer attempted to load a cartridge. Reportedly, the customer reverted to manual injections as alternate insulin therapy. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.